Event description:
At the end of an atrial fibrillation (afib) procedure, it was reported the steering mechanism on the lasso variable catheter did not allow for deflection to occur. The catheter was replaced with a new lasso variable catheter and this catheter was not deflecting properly. The catheter was replaced again with a second lasso variable catheter and the case was continued with no further issue. It was also reported the following day the patient developed a cardiac tamponade. The status of the patient and the treatment administered to the patient was unknown. Additional information was requested regarding the pericardial effusion. The additional information provided was stating that the physician did not believe the pericardial effusion was caused by bwi products. The pericardial effusion was noted the next day after the procedure and he believed it could have been caused by a possible steam pop. Patient was doing well with no other issue. Physician also stated the replaced lasso catheter was functioning as intended. It was not defective and maybe it was the patient's anatomy made it difficult to steer and maneuver.

Manufacturer narrative:
Carto 3 rmt, model #: m-5830-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Lasso variable, model #: d-1237-01-s, lot #: 15745519l. Webster 8 pole, model #: d-1079-213-s, lot #: unknown. Preface sheath, model #: 301803m, lot #: unknown. C3 external reference patch, model #: d-1283-02, lot #: unknown. Coolflow tubing set,single pk, model #: d-1233-01-s, lot #: unknown. Ez steer thermocool sf nav, model #: d-1317-04-s, lot #: unknown. (B)(4).